Manufacturer narrative:
On (B)(6) 2018. On (B)(4) 2019. International UDI: (B)(4). Reporter phone number unknown. The philips field service engineer (fse) evaluated the device on site. The reported condition was verified. The fse replaced the data acquisition (da) printed circuit board assembly (pcba), and solenoid valve 2 & 4 to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Event description:
The customer reported that the ventilator generated an error relevant to machine pressure sensor auto zero failed. The ventilator was in use on a patient at the time of the event. There was no patient harm reported. The event date was not specified; estimate used.